Event description:
It was reported that during crt-d implant, the physician observed abnormal isolation at the distal end of the lead electrode (between tip and "ring"). The physician switched between catheters and electrode to reach target vein several times using otw technique. Successful left ventricular lead placement was achieved using a different lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found however visual inspection shows that the lead was stretched.